Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. It was presented in used condition with no leaks. Functional testing done in according to qcp026. The issue was not duplicated. The stated problem cannot be confirmed. Device is working as expected. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had defective circulation. There was unknown patient involvement.